Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
It was reported that the battery of the device was going low prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.